Event description:
The global fx trial stem was implanted in the patient.

Manufacturer narrative:
Examination was not possible, as the trial stem was implanted. Although the complaint is non-verifiable, provided information states the surgeon asked the rep if the trial stem could be implanted. The rep stated he said no, that he would not recommended it. When the rep returned from getting the implants, the surgeon had already implanted the trial stem. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reponed. MFR considers the investigation closed.